Event description:
Doctor indicated non-integration, absence of integration and spontaneous avulsion of the implant.

Event description:
Doctor indicated non-integration, absence of integration and spontaneous avulsion of the implant.